Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The returned battery and device both passed all tests with no fault found. Log review showed signs of battery communication issues and a low volatage shutdown, likely due to poor contact between the battery and device. As a precaution, the battery connection assembly was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.